Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device became stuck on the wire. A jetstream® sc atherectomy catheter was prepped for a peripheral atherectomy procedure. The device was inserted into the patient and activated. However, it was noticed that the device became stuck on the non-bsc wire. The wire was advancing with the device, so the operator stopped and removed the device and wire. A new wire and catheter were used to complete the procedure. There were no patient complications and the patient's status was noted as stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was previously in the device. Per the complaint additional information, a non-compatible guidewire was used. In this case an incompatible guidewire was used. The catheter shaft was checked for damage. There was no noticeable damage. The guidewire was not in the device when returned. A .014 test jetwire was inserted into the guidewire lumen and the wire transcended through the device with no restrictions or hesitations. By using a non-compatible guidewire, this could cause the device to give the indication of a resistance or a sticky feel which could give the impression of difficulty advancing during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states the guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the list of compatible guidewires to use with the jetstream device. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported that the device became stuck on the wire. A jetstream® sc atherectomy catheter was prepped for a peripheral atherectomy procedure. The device was inserted into the patient and activated. However, it was noticed that the device became stuck on the non-bsc wire. The wire was advancing with the device, so the operator stopped and removed the device and wire. A new wire and catheter were used to complete the procedure. There were no patient complications and the patient's status was noted as stable.